Event description:
It was reported by the customer that the device will not power on. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. It was observed that the system pcb was blowing the top two fuses on the power pcb assembly. The system and the memory pcb assemblies were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed memory pcb assembly and confirmed that it would cause the device to repeatedly reset; however, the root cause was not determined.